Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially reported via phone call that they were having issues with the sensor reading not showing up. Customer was a low blood glucose of 50 mg/dl and treated with orange juice. Then customer blood glucose was 200 mg/dl and then everything disappeared. Troubleshooting was performed for the transmitter issues but it was not performed for the customer's low blood glucose level. No other information was provided regarding the low blood glucose event. The insulin pump is not returning for analysis.